Event description:
It was reported that during implant, it was difficult for the physician to implant the lead to the apex due to coil rigidity. Lead was removed and replaced. Lead was not returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.